Event description:
A malfunction was reported on the pump. The customer¿s blood glucose (BG) level displayed as "High"; although a specific value was not provided. The customer drank water to address the elevated BG level, and there was no need for third-party assistance. Technical Support provided information to reset the pump, and the customer declined further assistance from Tandem Technical Support regarding the issue. No additional patient or event information was available.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown. Mobile OS: Unknown / Unknown / Unknown / Unknown.